Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was not performed by our field service engineer. The issue was solved by customer himself and device was put back into clinical use. Unfortunately, the information about final solution was not provided to us and no more details have been obtained in regards to which part turned out to be the source of the issue. The device's logs and repair details were not provided, hence the root cause cannot be established. H3 other text : 4111.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).